Event description:
It was reported that during implant of two bifurcated devices, and two limb extensions a computed tomography scan revealed occlusion. Reportedly physician ballooned aggressively pushing the plaque up which caused rupture above the graft. A bifurcated was then used to save some lumbars, and decided that was the best solution. Also adding a limb extension to control the rupture, but still had a brisk type 3 endoleak due to overlap. Another limb extension was used; however, this did not resolve the endoleak. Therefore a pigtail run was shot, and saw that there was about 80mm of length from renal to bifurcated so the physician chose to reline the device with an additional bifurcated device which resolved the endoleak. Additionally, a type 1 endoleak was observed from the right iliac through a calcium channel. A viabhn was put in, and covered the hypo, and sealed the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Based upon the investigation findings, the reported event is inconclusive. Procedural images and medical records were provided for clinical assessment and were assessed by an internal clinical specialist. There was no medical record or radiological evidence of an endoleak. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed, and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issues was determined due to patient's severe aorta calcification and stenosis identified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.